Event description:
It was reported that during lead revision surgery to move the lead to a different location due to discomfort, the surgeon used electrocautery and when the generator was interrogated it showed end of service. The generator was then replaced. The explanted generator was received for analysis. Analysis was completed on 10/23/2014. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device explant, which may have been a contributing factor. In addition to the burn marks noted above visual examination showed tool marks on the pulse generator case and header. These tool marks are most likely associated with manipulation of the device during the explant procedure as the observed markings are consistent with devices typically used in a surgical procedure (forceps, etc.). A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=no condition. Other than the noted event (pulsedisabled), there were no performance or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
.